Event description:
The pt was attached to disposable defibrillation electrodes and the analyze button pressed. Reportedly the device alarmed motion and would not analyze the pt rhythm. The device operator checked all connections and cycled power in an unsuccessful attempt to analyze the pt's rhythm. The pt was not resuscitated.